Manufacturer narrative:
Maquet medical systems, USA submits this report behalf of the legal MFR of the device maquet cardiopulmonary ag kehler strasse 31 76437 rastatt, germany. Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. One oxygenator was returned for investigation. The serial number is unk so a review of mfg records is no possible. During the investigation records is not possible. During the investigation, water fiber leakage and cracked water fibers were observed. This could be attributed to high pressure on the water cycle. It is unk how long the oxygenator was in use. A supplemental medwatch will be submitted when add'l info becomes available.

Event description:
It was reported that a pt was on ecls for two days using two adult quadrox-ID oxygenators. One of the oxygenators began dripping pink tinged liquid from the gas exhaust port. There was no change in gas exchange noted. There were no plans to change the unit out unless gas exchange was affected. The ECMO coordinator also consulted with the hospital ccp chief who recommended changing the oxygenator out. The oxygenator was changed. (B)(4).